Manufacturer narrative:
H.6. Investigation: six sealed 32g x 4mmpen needle polybags were returned from lot. No. 1027009, cat. No. 320179. Visual examination of the returned samples was carried out and it was observed that the samples were manufactured in bd dl with lot. No. 1027009, cat. No. 320157 and were repacked outside bd dl into polybags. The pen needle lot number and expiry date are stated on the teardrop label. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 30 bd ultrafine nano pen needles experienced missing label information. The following information was provided by the initial reporter: nano pen needle without batch number and mfg details. 6 pouches of nano pen needle came to sub stock pharma with out batch number, or mfg date sealed on it. Two boxes with 9 pouches and one box with 11 pouches also seen.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: an invalid lot # of 1027009 was provided by the initial reporter. Device expiration date: unknown. Initial reporter addr: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 30 bd ultrafine nano pen needles experienced missing label information. The following information was provided by the initial reporter: nano pen needle without batch number and mfg details. 6 pouches of nano pen needle came to sub stock pharma with out batch number, or mfg date sealed on it. Two boxes with 9 pouches and one box with 11 pouches also seen.